Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's mother reported in (B)(6) 2018 a sudden decrease in hearing performance with the device about a month and a half earlier; then the user stopped responding to sound completely. A date for re-implantation has not been made available yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother has reported a sudden decrease in hearing performance with the device about a month and a half prior; 3 weeks ago the user stopped responding to sound completely. No trauma or accident is reported. Reimplantation will be suggested.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the found damage. This is a final report.

Event description:
In (B)(6) 2018 the user's mother reported that a sudden decrease in hearing performance with the device was noticed about a month and a half earlier; then the user stopped responding to sound completely. The user has been reimplanted.